Event description:
It was reported that a vena cava filter was deployed approximately four years ago for protection of dvt; allegedly the filter perforated the ivc wall, and a detached limb was discovered in the patient's heart. Although, surgery was performed, no additional information has been provided. The patient status at this time is unknown.

Manufacturer narrative:
The lot number was not provided; therefore, the device history records could not be reviewed. The investigation is currently underway.